Manufacturer narrative:
Possible lot number: (B)(6). Possible item number a1000 the device is available for evaluation; however, has not been received.

Event description:
The event involved a nanoclave connector with possible item number which was reported that during use the babes PICC line was difficult to flush. The line was backing up lipid infusion. Team notified, md made decision to change one line to see if pressures would decrease (policy is to not change this for the life of the line). When one link was changed it was noted to be depressed and "stuck" with lipids stuck in the one link. Impact to patient: the effect on the patient at the time - his alaris pumps were alarming high-pressure limits and it was difficult to flush his single lumen PICC and administer meds, was also noted that his lipid infusion was backing up the line or pigtail. They typically use a 3cc ns syringe to flush lines, and this patient needed a 1cc to flush his line by a physician. When assessing babes line onelink was noted to look "off" and have lipids in a chamber that is usually clear. The md then changed this one link (which is typically never changed in nicu for the life of the line) and the line was able to infuse with high yet appropriate pressures. There was reported patient involvement or harm.